Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The lesion being treated was a 70% stenosed, mildly calcified, instent restenosis in the right coronary artery (rca). The lesion was predilated with a 10 mm balloon (type unknown). The physician was able to deploy the taxus express2 8.8% drug eluting stent without incident to 12 atms. Upon deflation, it was noticed that the balloon remained partially inflated. Two additional attempts to deflate the balloon were made and the balloon continued to appear partially inflated. The physician then advanced the guide catheter down the rca to the stent and pulled the balloon out. The device removed from the pt intact and there were no pt complications reported. The "final picture appeared acceptable, but on review may have underdone". Two days later, pt had an acute occlusion of the rca per repeat angiography. A guide wire was passed through the occlusion and a 2.5 balloon was inflated to 6 atms. This was easily withdrawn. A 3.0 balloon was used. Some wasting of the balloon appeared at 16 atms, so the physician reinflated to 22 atms with a good result. The pt is reported to have had a good outcome.